Event description:
The hcp indicated the pt presented with a large increase in spasticity in their lower extremities and leg tremors. During surgical exploration, the hcp discovered a "small region of flattening of the intrathecal catheter." The hcp explanted this catheter portion and placed a new connector. The pt's pump was also replaced. The pt recovered without sequela. The pump contained baclofen (2000 mcg/ml) delivering 262.0 mcg/day.